Manufacturer narrative:
Event strip recording, ics and m300 logs for date and time of event, related internal correspondences, ics screen shots, and service reports were provided for analysis. After analyzing the strip report, it was determined that the waveforms did not meet the criteria for bradycardia, and subsequently a brady alarm is not generated. The m300 event logs indicate that the m300 issued a medium grade hr less than 45 alarm at 7:03am, a high grade vf alarm at 7:04am, and a third alarm of high grade vf alarm at 7:05am. The m300 and ics both alarmed appropriately and as designed. Additionally the m300 was tested with a patient simulator after the event by a draeger technician at the customer site. Both high and low hr alarms were simulated and appropriately annunciated at the m300 and ics as medium grade alarms. High grade asy, vf and vtach alarms were also simulated on the m300 and alarmed appropriately at the ics visually and audibly as high grade alarms. No problems were found during patient simulation testing.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that a patient being monitored on an m300 experienced an event where the heart rate dropped below 30bpm. The users reported that the m300 and the associated ics central station did not alarm for bradycardia although there reportedly were low hr and vf alarms. The patient reportedly expired. The m300 was removed from use and tested with a patient simulator. It was reported that during testing with the patient simulator the m300 did alarm for all simulated alarms at the m300 and at the associated ics.